Manufacturer narrative:
The biomedical engineer (bme) reported that the readings on the multigas unit are off and requested information on how to resolve the issue. Nihon kohden technical support sent the customer the operator's manual and recommended performing a gas calibration. The bme was also informed of where to purchase the gas calibration unit. No patient harm was reported.

Event description:
The biomedical engineer reported that the readings on the multigas unit are off and requested information on how to resolve the issue.

Manufacturer narrative:
Investigation for this issue is documented in (B)(4). Investigation from (B)(4) is as follows: details of complaint on (B)(6) 2018, customer stated that gas readings were inaccurate. Customer had replaced the water trap and sampling line. Information regarding the expected gas value, the type of gas being monitored, and actual gas reading is not available. Service requested: repair. Service performed: repair. Investigation result: operator's manual revision j stated that gas calibration should be performed yearly for stable measuring accuracy. When the accuracy is not appropriate, perform gas calibration. The maintenance history for this device is unknown. Nka repair center evaluated the device and recommended replacing cd-237p gas unit sensor to resolve the issue. When repair services completed replacing the sensor, the issue was resolved. Device operated to manufacturer's specification. Device was put into service on 6/11/2009. Service history for this device shows this is an isolated incident. Notification 300124097 was created for the same issue. The root cause of the sensor failing is unknown, however the it operated as intended past the five-year warranty period for this device. As maintenance and usage information for the gas unit is not available, the root cause for the failed sensor cd-237p could not be determined. Device functioned as intended past the five-year warranty period. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that the readings on the multigas unit are off and requested information on how to resolve the issue.